Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently this device was explanted. Other than the intervention no additional adverse patient effects were reported. This device is expected to be returned for analysis.